Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her cgm readings were inaccurate, noting a discrepancy of approximately 100 mg/dl compared to her bg meter. She attempted two calibrations without improvement. The patient was asymptomatic at this time. She also reported experiencing intermittent cgm signal loss with her tandem insulin pump. On (B)(6) 2026, at approximately 11:00 am, the patient¿s cgm displayed a glucose reading of 301 mg/dl, while her bg meter reading was 568 mg/dl. During this time, the patient experienced difficulty breathing, visual spots, dehydration, and reported ¿feeling terrible.¿ she proceeded to the emergency room for evaluation. In the ER, the patient received treatment consisting of a 12-unit insulin injection and IV fluids. She was discharged after approximately five hours, with a bg meter reading of 79 mg/dl. Her cgm was also removed during the visit. At the time of the report, the patient stated she was feeling ¿fine¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points on (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.